Event description:
A system infection was reported. It was stated that the pump and catheter were removed because they thought patient may have had meningitis; a cerebrospinal fluid sample was taken and sent for lab testing (results not reported). Patient symptoms included severe pain and confusion. In regards to the device system it was stated that the pump and catheter were working fine; a dye study was noted as 'accurate, we withdrew the same of amount of medication that we were expecting, so it was infusing at the correct rate.' Drug delivered via the device was morphine. Patient was noted as stable when last seen and the outcome was reported as recovered without sequela. Explanted pump and catheter. Recovered without sequela.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012-09-18, explanted: (B)(6) 2012. (B)(4). Analysis of the pump revealed no significant anomaly, normal device function. Received for analysis was the full catheter in segments. Analysis of the same revealed no significant anomaly normal catheter testing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer via a company representative. The pump was explanted in 2012 (as previously reported), and the tubing was still implanted. The pump broke; the patient gained an infection (as previously reported).